Event description:
On (B)(6) 2012, a (B)(6) female patient received a biolox delta head, 12/14, 32 x -3.5. On an unknown date, the patient "bent over in an awkward position and dislocated her hip." Patient underwent revision surgery on (B)(6) 2012 to further stabilize her hip joint.

Manufacturer narrative:
The manufacturer did not receive devices for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The available event description points to cause outside our area of responsibility. There is no indication of a product failure. With the information given so far, no further investigation is possible. We will submit an updated report once the product has been received and investigated. Zimmer (B)(4) considers this case as closed. (B)(4).